Event description:
The pulmonologist ordered fentanyl drip for sedation for ventilator management. The drip was ordered at 50 mcg/hour to titrate with maximum dosage of 500 mcg/hour for sedation. The IV pump was erroneously set at 50 mcg/minute. The IV pump default when entering fentanyl was ml/hr. The setting must be changed to mcg/hr. The nurse selected mcg/min. The nurse then bypassed the dose verification alert without noticing the rate error. The entire volume of 1000 mcg of fentanyl was infused over 20 minutes. Approximately one hour later the patient experienced bradycardia and cardiac arrest. He was successfully resuscitated.